Event description:
Post balloon dilatation attempt to put a stent across the tortuous vessel was difficult and hence the stent was removed. Angiographic pictures were done after removing the wire. At that time it was realized that the soft part of the wire tip had broken off the main boston scientific pt2 guidewire shaft and was in the distal vessel. The tip was in a small caliber vessel hence it was decided not to attempt to remove it.